Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted. Received email from dr. Benoit lablanc's office reporting capsular contracture baker grade ii/IV on left side. Pfn was provided. The device has been explanted. Legacy complaint from trackwise CPR for right side as (B)(4).

Manufacturer narrative:
Corrected data: g.3 was inadvertently left blank, the correct date for g.3 is 4/28/2021.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted.